Event description:
An aneurx stent graft system was implanted in a patient endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain. The CT revealed that there was a distal type I endoleak coming from the aneurx 16x16x135 left iliac limb. The physician elected to implant two endurant iliac limbs. The distal type I endoleak was resolved. The physician states that the cause of the event was due to the patient¿s anatomy; disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.